Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited fluctuating pacing impedance measurements on the right ventricular (rv) channel. The measurements have been recorded high and out of range. No noise was observed and similar fluctuations on the right atrial (ra) channel suggest that the changes may be due to patient related factors. The ra measurements have always remained within normal limits. The physician will continue monitoring the system. The ICD and rv lead remain in service. No adverse patient effects were reported.